Manufacturer narrative:
A visual and functional analysis was performed on the returned product. The reported difficulty advancing and removing the absolute pro from the guide wire was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints. The investigation was unable to determine a cause for the reported difficulty. It may be possible that the non-abbott guide wire was damaged or anatomical conditions contributed to the difficulty; however, without having the non-abbott guide wire to examine, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional absolute pro referenced is filed under a separate medwatch report number. Na.

Event description:
It was reported that the procedure was to treat a heavily calcified superficial femoral artery. The first absolute pro (6x80mm) was advanced on a non-abbott guide wire but resistance was met. The device could not be advanced therefore it was removed. During removal resistance with the guide wire was met, therefore both devices were removed together. Then another non-abbott guide wire was advanced to the lesion. The second absolute pro (6x100mm) stent was advanced to the lesion and positioned, but when turning the thumbwheel, 2 steps, the wheel stopped. The stent was only partially deployed (about 1cm). The device was removed in the 6f introducer without damage to the artery. It was noted that there was resistance with the guide wire during removal. The procedure was decided to be stopped, and a control imaging was done showing no issues. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.